Manufacturer narrative:
Device evaluation: the pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and operated per specification. (B)(4).

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient experienced a lack of pain relief and inconsistent therapy. The pump was explanted and returned for evaluation.